Manufacturer narrative:
This serves as a correction report.

Manufacturer narrative:
The reported meter was returned and investigated. The complaint is not confirmed and no new issues were obseved. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The reported meter serial number is invalid. The device manufacturer date for the reported meter serial number is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported their adc meter didn't work and "are exploded". No further information was reported. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Additional information was obtained and customer clarified that the meter was "broken" not "exploded".